Event description:
Medtronic ICD with medtronic quatro lead implanted in 2005 for events of ventricular tachycardia related to hypertrophic cardiomyopathy. Patient had never required a therapeutic shock during this time. In 2007 at 5:30 am, device shocked patient and continued to shock a total of 4 times until it was deactivated in mds office at 9:00am. Patient transported by ems to cardiac ICU. Patient remained in ICU for 3 days and had cardiac catheterization which revealed no ischemic tissue and no coronary artery occlusions. During hospitalization patient had no ventricular events. Interrogation of the ICD showed that it recorded the r waves at the same level as the t waves, therefore, was counting each peak as a beat and doubling the heart rate. As a result of the double-counting, the patient received 4 inappropriate shocks. On two days later, a new rv lead was placed. The original lead was not removed due to the excessive trauma that would be caused by removal of the lead. The ICD was also replaced at the recommendation of the medtronic representative present during the procedure. Although the ICD had been in place only 2 years and 4 months the rep stated that it had only 2 years of battery life remaining. The original ICD was to be returned to the manufacturer by the medtronic representative.